Manufacturer narrative:
D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical manager. H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the recovery nurse stated that the tr band began to deflate prior to her drawing any air out of balloon and resulted in a hematoma proximal to the band. She stated that the new hard airport did not allow the nurse to palpate and determine if air was being lost or how much air to expect in the balloons. The tr band was noted to be losing air in recovery before titration; within one to two hours of application. The procedure was completed by manual pressure. Manual pressure was used to treat hematoma. Radial stick, likely double wall. The patient was stable. There was not any noticeable damage to the device. The device was not manipulated before use in any way ¿ pre-use or during storage. The product was stored prior to use in a box on a shelf. The balloons were able to be inflated by the healthcare professional (hcp). Multiple sticks were not reported. The procedure performed prior to the use of the tr band was heart catheterization.